Manufacturer narrative:
The device was returned for analysis. The reported separation was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. A cine of the case was received and reviewed by an abbott clinical representative; however, the images provided for review do reflect the component separation and subsequent successful retrieval. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery (rcfa) using the pre-close technique via a 14f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The first proglide device was inserted with no complications. Reportedly, during insertion of the second proglide device, when the guide wire was pulled out, while the device was advanced forward the sheath [guide] detached from the body of the device. There was no unusual force experienced when inserting the device. The left common femoral artery (lcfa) was accessed to remove the separated portion of the proglide from the rcfa with a snare. The device was successfully removed via the lcfa. The sheath was maintained as 14f and the tavi procedure was completed. Manual arterial compression was used to achieve hemostasis in the rcfa. A proglide device was used to close the lcfa. The patient was sent to have a computed tomography (CT) which confirmed there was no damage the arteries. There was a reported clinically significant delay reported and extended hospitalization. The patient is stable. No additional information was provided.